Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 5/13/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens associated to the complaint was received on 05/13/2019 in a specimen container. The lens is complete. Cosmetic damage was observed on the lens that could be related to the explant. The customer did not mention any cosmetic damage on the complaint. The haptics are not damaged. Based on the visual evaluation of the returned lens, a product quality deficiency that may have caused the reported dislocation could not be determined. The customer's reported event could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient¿s left eye due to anterior dislocation of the lens. The patient has recovered. No further information was provided.